Manufacturer narrative:
A correlation between the reported event and the device could not be conclusively established through this evaluation as the device was not returned for analysis. The instructions for use lists device thrombosis, hemolysis, and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the hospital personnel on (B)(6) 2016 stating that the patient was admitted with symptoms of thrombus on (B)(6) 2016 and was treated with tissue plasminogen activator (tpa). The patient then had major hematuria, and treatment with tpa was stopped, and the patient was started on low dose heparin.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that on (B)(6) 2016, the patient presented to the emergency room with hematuria and a lactate dehydrogenase (ldh) level of 2000 u/l. The patient was admitted and treated for suspected thrombus. Review of the submitted log file by the manufacturer's technical services representative revealed no unusual events within the 35 days of data recorded. The pump power and estimated pump flows were found to be relatively stable throughout most of the log, with a slight upward trend in the couple of days prior to the event. No further information was provided.